Manufacturer narrative:
The investigation regarding the reported tidal volume issue has been finalized. Additional information was received stating that issue was related to a minor leakage from a silicon reusable breathing circuit from another brand, a none maquet/getinge product. The none maquet/getinge reusable breathing circuit was replaced and the issue was corrected. No device malfunction has been established.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator did not deliver correct tidal volume, due to a leakage in the patient breathing circuit. There was no patient harm. Manufacturer ref.#: (B)(4).